Event description:
Customer was able to gather the following information from the county office of the medical examiner: the cause of death of the patient was due to sudden cardiac arrest secondary to cardiovascular disease with contributing factors of diabetes mellitus and hypertension. The manner of death was natural and an autopsy was not performed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the customer on (B)(4) 2013: customer reported that the date of the incident and patient death was (B)(6) 2013. Customer received the call at 16:58 and arrived at the patient's side at 17:03:45. Patient arrived at the hospital at 17:30. Customer reported that no complaints from the patient prior to the sudden cardiac arrest are known. Patient was walking at the local shopping mall. Customer was unable to obtain the cause of death from the hospital due to hipaa laws. However, he does not believe that the cause of death is related to the autopulse platform. The unit was never placed on the patient and manual CPR was not interrupted for any significant time frame. Customer is not aware if an autopsy was performed and has no authority to review or release any reports related to the autopsy.

Event description:
It was reported that the autopulse platform displayed a user advisory 45 message that could not be cleared. Additional information provided by the customer on (B)(4) 2013: this incident occurred on a patient suffering from sudden cardiac arrest at a local shopping mall. The unit powered up normal but the lifeband became entangled while placing the unit on the patient and the user advisory 45 displayed after this. Manual CPR was initiated prior to deployment of the autopulse platform. Customer reported that manual CPR was not interrupted for any significant time as a result of the user advisory code. There was no return of spontaneous circulation. It was reported that the patient expired in the emergency department. The actual cause of death and date of death was not provided. The user advisory was unable to be cleared in the field or at the station after the call. A reboot of the system and a new life band was tried but was unable to clear the code.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. Investigation results as follows: initial visual inspection was performed and confirmed no damages. A user advisory 45 fault was observed during power up while functional testing was being performed. Further inspection of the device confirmed that the user advisory 45 fault was attributed to the driveshaft being out of its home position. The investigation could not however confirm a definitive root cause for the issue observed with the drive shaft. A review of the archive also showed a few instances where user advisory 7 (discrepancy between load 1 and load 2 too large) faults were encountered. Load cell outputs were verified as being approximately the same when pressure was placed on the load plate. The platform was also functionally tested with a mannequin and the large resuscitation test fixture (equivalent to a 250lb patient) and no problems were encountered. Based on the evaluation results, a definitive cause for the observed ua 7 faults in archive file could not be determined. In summary, the reported user advisory 45 was confirmed during functional testing and a definitive cause for the driveshaft being out it home position could not be determined. User advisory 7 faults were also noticed during archive review, for which a definitive cause also not be determined. A supplemental report will be filed if additional investigation is performed.